Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 150 mg/dl. The troubleshooting was performed. The customer stated that she was having an issue with getting the battery out the insulin pump but was able to remove it and now the insulin pump was overheating. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan the insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify device heating up due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with missing serial number label.